Event description:
Personnel in the cardiac catheterizaion lab were attempting to perform a synchronized cardioversion on a pt. The operator reported adjusting the ECG gain appropriately and observing the sync marker on the ECG, complex, however allegedly the device would not discharge. A back up device was obtained and used and the pt was converted. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.